Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the prograsp forceps instrument had a broken cable at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device while used within a patient. It was found that a different complaint was created to report that a fragment from a prograsp forceps instrument fell into the patient during a procedure on (B)(6) 2024. The customer confirmed that there were two different instruments and the complaints were not related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece from the main tube was found missing. The missing piece measures roughly 6.50 mm x 9.00 mm. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was completely detached from the main tube.